Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an esophageal procedure, the bravo recorder and capsule resulted in a short study. There was no harm to the patient or user. A repeat procedure will be required. No other known adverse events were reported.